Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received with the adhesive pad not returned with the device. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring 1.308 inches. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.